Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low ca2 calcium gen.2 results for multiple patient samples over four days. Of the data provided for three samples, only the results for two were discrepant. Patient 1 initial result was 5.7 mg/dl and the repeat result was 9.1 mg/dl. On (B)(6) 2018, patient 2 initial result was 6.6 mg/dl and the repeat results was 9.1 mg/dl. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation of an adverse event. The reagent lot number was 221425. The expiration date was requested but was not provided. The field service representative was unable to determine a cause. He inspected and cleaned multiple parts of the analyzer. The customer performed calibration and qc which was acceptable.

Manufacturer narrative:
Additional information was provided that the initial results were generated from aliquots processed by the cobas 8100 preanalytic system and the repeat results were generated from the primary sample tube. The customer confirmed there were no further issues after the service visit.

Manufacturer narrative:
The field service representative cleaned and decontaminated various part of the analyze and replaced the sample probe. The customer ran calibration and qc which was acceptable. The investigation confirmed the issue was resolved by the service actions.